Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient cannot maintain the battery charge and had difficulty with getting to charge the battery. It was also reported that the patient was unable to get relief. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.